Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. The patient reported that the cannula was not properly inserted in the infusion site (abdomen), and insulin was leaking during wear. As treatment, a new pod was placed.